Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 13. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.